Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 4 years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that during the review of the patient's information, it was noted there is a type 1b endoleak on the left side. It is unknown if this was the ipsilateral or the contralateral side. Currently, the aneurysm is stable, but it was noted that this endoleak was persistent. The patient is scheduled for an angiogram at a later date to determine if this is a distal type 1 endoleak or a type 2 endoleak being fed by a lumbar artery. If it is a type 1b endoleak they may need to place an endurant iliac limb to seal the endoleak. The patient has not been treated to date. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown) evaluation, conclusions: (cause of event is unknown).